Event description:
It was reported the procedure was to treat a lesion in the proximal superficial femoral artery (sfa). The 6.0x120mm supera self expanding stent system (ses) was advanced to the target lesion however during deployment it was noted the tip of the ses caught on the stent and detached; therefore the physician pulled out the ses, stent, and the detached tip. The procedure was completed using additional supera's and an absolute pro. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or inadvertent mishandling contributed to the tip of the ses getting caught on the stent during deployment; however this cannot be confirmed. Further manipulation in attempts to remove the compromised device ultimately resulted in the reported/noted tip material separation, the reported activation failure (stent was removed), and the noted device damages (stretched tip jacket and inner member material separation). The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.